Event description:
It was reported that during set up of a surgical procedure at the user facility, the device split three quarters of the length of the guard. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.